Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working at an unknown date. During the procedure, it was noticed that the reservoir has not fluid. The fluid leak was causing that the device would not pump. All components were removed and replaced. No further information was provided.